Event description:
It was reported that they thought they saw a pericardial effusion before the transeptal stick. The catheter crossed the septum. They started using fluro and imaging and confirmed a pericardial effusion. Patient is asymptomatic. A pericardiocentesis was performed and approximately 160ml was taken out. The patient is stable and no other intervention is planned. No (B)(6) hardware used in procedure. Watchman study. No generator used. A versacross connect was the device used to make the puncture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).